Event description:
Event description boston scientific crm received information that the patient with this right ventricular lead (rv) was admitted to the hospital with a heart rate in the 30's and episodes of ventricular tachycardia. Interrogation found the rv lead had switched to unipolar configuration because of low ventricular impedances, and ventricular oversensing was suspected. During a revision procedure, the lead was noted with insulation damage and was surgically abandoned. The device was replaced electively without any allegation against performance.